Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported capsular contracture baker grade iii.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed for one of the devices in the photos. Not observed in the other device. Cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side implant rupture, considerable psychological suffering and concern about the recall. Subsequently, healthcare professional reported capsular contracture baker grade iii. Device has been explanted and replaced with a non-abbvie device.

Event description:
Patient reported implant rupture, considerable psychological suffering and concern about the recall. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.